Event description:
Same case as MFR# 2134265-2011-00962, 2134265-2011-00963. It was reported that during a stenting treatment procedure, a patient death occurred. Accessed was gained through the right femoral artery. A 6fr fl4 runway guide catheter was used. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician removed 'a lot' of thrombus using a non-bsc thrombectomy aspiration catheter. The vessel was hazy. The physician deployed a 3.5x12mm veriflex stent in the proximal lesion. Then attempted to deploy a second 3.5x12mm veriflex stent, but was unable to cross the lesion. The patient went into cardiogenic shock and patient death occurred.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)